Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. Insulin pump had a cracked case on display window corner, minor scratches on lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip and cracked reservoir tube window.

Event description:
It was reported that the customer received at button error alarm and the keypad was unresponsive. The customer's blood glucose at the time of the event was 99 mg/dl. The customer stated that they put the insulin pump in a plastic bag and stored it in the cooler. Advised the customer that the insulin pump will need to be replaced and to revert to their back-up plan. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)